Event description:
It was reported that this patient has a history of untreated myopotential noise in from their subcutaneous implantable cardioverter defibrillator (s-ICD) system. The noise was observed in all three sensing vectors. Recently, the physician elected to surgically explant and replace the electrode due to integrity concerns. No additional adverse patient effects were reported. This s-ICD electrode is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. It was visually noted that the hard plastic identification tag was partially cracked, but it was confirmed that this cracked tag did not affect the electrode's performance. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has a history of untreated myopotential noise in from their subcutaneous implantable cardioverter defibrillator (s-ICD) system. The noise was observed in all three sensing vectors. Recently, the physician elected to surgically explant and replace the electrode due to integrity concerns. No additional adverse patient effects were reported. This s-ICD electrode was received for analysis.